Event description:
It was reported that during bilateral renal percutaneous transluminal intervention, a whisper guide wire was advanced to a heavily calcified. 80% stenosed lesion in the right distal renal artery. A 5.0 x 15 x 135 viatrac balloon dilatation catheter (bdc) was then advanced over the guide wire to the lesion; while inflating the viatrac bdc using a non-abbott device, the balloon ruptured due to excessive calcification. The 5.0 x 15 x 135 viatrac bdc was withdrawn from the anatomy without resistance, and a 6.0 x 15 x 135 viatrac bdc was used to complete pre-dilatation, followed by deployment of a 6.5 x 18 x 135 herculink elite stent, resulting in 0% stenosis. There were adverse patient effects and occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper; inflation: boston scientific advantage. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Return of the catheter may have further aided the investigation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the reviewed information, no product deficiency was identified.